Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00410, 3002806535-2021-00412. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
Revision surgery reported. Oxford warranty.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2019. Subsequently, a revision procedure due to pain and loosening was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00410-2, 3002806535-2021-00412-2. Product has not been returned for evaluation. The item and lot number have not been provided. X-rays or medical notes have not been provided. The investigation has been limited to the information provided. A historical search could not be performed as the item and lot number have not been provided. These devices are used for treatment. Not enough information has been provided to determine if all implants are compatible. A DHR review or a review of recalls could not be performed as the item and lot number have not been provided. The likely condition of the devices when they left zimmer biomet could not be determined as the item and lot number has not been provided. The root cause of the reported event cannot be determined with the information provided. No corrective action required at this time as the root cause of the reported event has not been determined. If any additional information becomes available, then the complaint will be reopened and further investigated.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay further information. The following sections were updated: b4, b5, d1, d2, d6, g3, h1, h2, h10. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00410-1 3002806535-2021-00412-1 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2019. Subsequently, a revision procedure due to pain and loosening was performed on (B)(6) 2021.